Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically capped and abandoned due to high out range pace impedances measuring greater than 2,000 ohms. This observation was reproduced when the lead was tested through the pacing system analyzer (psa) during the revision procedure. No adverse patient effects were reported.